Event description:
Account experiencing getting low pt calcium results, which resulted higher when repeated by another method, starting in 2008. The following two pt examples were provided which occurred in 2008. Pt 1, initial result gave 8.9 mg/dl; repeat gave 9.7 mg/dl. Pt 2, initial result gave 8.5 mg/dl; repeat gave 9.3 mg/dl. Pt 3, tested about 8 days later, initial result gave 8.9 mg/dl; repeated twice next day by initial method gave 9.2 and 9.7 mg/dl. Erroneous results were not reported. The field service rep determined the cause of the discrepancy to be due to a dirty internal water filter, and replaced filter. The customer also replaced the probes and recalibrated the assay. Performance tests were performed and within spec.